Manufacturer narrative:
Concomitant product: product ID: 355531, lot# n577317, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during a trial procedure, impedances for electrodes 8-15 were 10,000 ohms. Impedances for electrodes 0-7 were 1,000 ohms or less. The hcp tried removing and reinserting the lead several times, but the impedances did not change. The hcp decided to replace the lead. After the lead was replaced, impedances were measured to be normal and the problem was resolved.